Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent deployed at unintended site. It was reported that the lesion was in the circumflex, was heavily tortuous, heavily calcified and had in-stent restenosis of a previously deployed unknown stent (non abbott). The 3.5 x 23 xience v stent was advanced to the lesion. The vessel was considerably tortuous from left main coronary trunk (lmt) to left circumflex lcx and the lesion was heavily calcified. The stent implant of the xience v got caught with a previously deployed stent and dislodged onto the guide wire. A balloon catheter was placed inside the dislodged stent and it was implanted in the lmt-cx and then it was post-dilated with a balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the inability to cross a lesion can be affected by numerous factors, it should be noted that the IFU states: when treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Additionally, since it was reported that the xience v stent was implanted to treat in-stent restenosis of a previously deployed stent, it should be noted that the xience v IFU also states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The IFU also mentions that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. Based on the information received with the complaint, the inability to cross appears to be related to the highly calcified and very tortuous lesion and attempt to cross through the previously deployed stent that was 90% restenosed. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. A review of manufacturing records did not reveal any nonconformities for this lot could have contributed to the reported difficulties. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.